Event description:
On (B)(6) 2012, the patient reported experiencing elevated blood glucose of 250-300 mg/dl beginning on (B)(6) 2012. Her target blood glucose level is under 120 mg/dl. She bolused through the infusion device and her blood glucose would lower within 2 hours but after 3-4 hours would elevate again. She also changed her infusion set. She believes the infusion device is not giving her basal rates because she hears a grinding noise every 3 minutes when the infusion device delivers insulin. She primed through the infusion tubing and verified insulin dripped from the end of the tubing. She switched to her backup infusion device using the same accessories and her blood glucose decreased. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.